Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported pericardial effusion was an outcome of procedural circumstance which then cascaded into patient¿s death and the pericardial effusion could not be stopped. The reported patient effects of pericardial effusion and death as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure, pericardial effusion occurred which led to death. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 3-4. The left atrium appendage was punctured while advancing the steerable guide catheter into the left atrium. The pericardial effusion could not be stopped which led to the patient¿s death. There was no clip implanted, mr remained at 3-4. No additional information was provided.